Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump motor stall. Multiple motor stalls and recoveries were confirmed in the event logs. The patient's health care provider ruled out magnets. The cause of multiple motor stalls was not determined when I left the office. The physician had already decreased the patient's dose and was managing her in the hospital. The patient indicated the patient had increased pain and withdrawal symptoms. The patient was in ICU at the time the event was reported. The drug used in the pump at the time of the event was morphine.